Event description:
Physician reported, left side implant rupture. Capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Cont.e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of rupture and capsular contracture was requested on november 11, 2024. It is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, capsular contracture, baker grade iii.